Manufacturer narrative:
The tech found the left intermediate side rail weldment plate was bent. The tech removed and straightened the left intermediate side rail weldment plate to resolve the issue.

Event description:
The account alleged that the left intermediate side rail will not latch. No pt impact.